Manufacturer narrative:
On 12/06/2018 - it was reported that this lead was actually capped on (B)(6) 2018.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - high thresholds on this lv lead were detected. This lead was explanted and replaced on (B)(6) 2018.